Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that their implant was never replaced. Patient also mentioned they were having issues when they needed to have mris done and MRI machines were not compatible with their stimulator so they could not get an MRI done in their town. Patient was about ready to have the surgeon just pull their stimulator out and leave it out because it had caused them too many problems.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller told by pt that pt's ins isn't holding a charge (caller doesn't know timing of when this issue started). Caller does have an image from pt's remote showing full body elig MRI mode screen. Tss reviewed need for stim to be off for scan and that have substantiation from pt that pt is full body eligible. Pt is planning on having their ins replaced in the near future but pt needs to have an MRI.